Manufacturer narrative:
The device remained implanted.

Event description:
It was reported that 8 days post successful anterior communicating artery embolization, the patient " returned back symptomatic". Imaging showed that a loop of a coil protruded out of the aneurysm into the parent vessel. No further details were provided.